Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed volumetric accuracy test at 7.5% accuracy error and it was found out during not in use.

Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a buckled upstream occlusion (uso) seal. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. Delivery accuracy test was performed and was found that the device was under the specifications. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.